Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported event. The fse replaced the broken gray connector. The device was repaired according to specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A health professional from a user facility reported a broken gray scope connector and handle on an endoscope reprocessor. The issue was found after a procedure was completed. There were no patient related injuries reported. Before using the device, it is inspected to make sure there is no damage. No additional information has been obtained.